Event description:
Device 3 of 4. Reference MFR report #s 1627487-2012-04911, 1627487-2012-04912, 1627487-2012-04914. The patient received two anchors with the same lot number, and two leads with different lot numbers. It was reported, the pt had an infection at the lead insertion site. The physician explanted the entire system. The pt was placed on oral antibiotics. Further f/u identified the pt was positive for (B)(6), and continued oral therapy. Due to pt reported lumbar drainage she was referred to an infectious disease specialist. The pt was receiving hyperbaric oxygen therapy and wound care.

Manufacturer narrative:
The MFR's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.